Event description:
It was reported that the customer had been hospitalized 8 years ago when she fell against the stove and passed out. The blood glucose reading at that time was unknown. The customer stated that she had not known the perceived cause of the low blood glucose. At the time of the call, the customer reported that she had low blood glucose levels, and the blood glucose reading was 36 mg/dl at the beginning of the call. She had been treating but it was not coming up much since the day prior. The customer experienced low blood glucose for about 2 days; prior to this, she had high blood glucose, close to about 380 mg/dl. She complained of feeling disoriented and stated it was hard for her to think. Assisted in correcting the programming of the insulin pump and advised monitoring the device. Upon troubleshooting, it was found that insulin did exit the tubing and no leak was observed. The customer had difficulty rewinding the insulin pump. No bent cannulas noted. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.